Event description:
The patient was to receive premedication prior to infusion of chemotherapy. The nurse primed the set using the back priming method. The pre-meds were infused successfully. The nurse primed the tubing again using the back priming method. When she attempted to remove the secondary set from the empty bag, the tubing separated from the drip chamber.